Manufacturer narrative:
C-986 initial report. The instrument was returned to corin and reviewed along with the device manufacturing records. The investigation confirmed that the instrument was found to meet specification and functionality.

Event description:
It was reported that during surgery the connection between unity femoral alignment jig and distal cutting block was loose. The patient was unaffected and the surgery was completed.